Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019 during a replacement surgery after the ins and extensions were replaced, connectivity was checked. They were getting greens on the top port and reds on the bottom port. It was determined that the rep had all electrodes in 0-8 instead of 0-3 and 8-11, so the rep updated the lead configuration and re-checked connectivity. At that time, 0-3 showed greens but the 8-11 port had 2 greens and 2 reds. It was noted that at that time, the physician was still tightening screws, so the reds were likely due to the lead being "torqued"/"bent" while the tightening was taking place. After everything was tightened, another connectivity check was performed and eventually all of the 0-3 port and the 8-11 port were green. Next the rep ran an electrode impedance check and found the following impedances on contacts 10 and 11: ref 10: 8 (810 ohms), 9 (760 ohms), 11 (20 ohms) and ref 11: 8 (820 ohms), 9 (770 ohms), 10 (20 ohms). It was reviewed that there was a short circuit on the 10-11 pair, and should be avoided in programming. It was explained that other contacts can be used with contact 10 or contact 11, but contacts 10 and 11 should not be paired together. The lead configuration was updated and the impedance issue resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-09 indicating that the patient¿s weight is unknown and the healthcare professional (hcp) is aware. No further complications were reported/are anticipated.